Event description:
On (B)(6) 2013, the distributor contacted animas stating the down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: all keypad buttons were found to be intermittently responsive and multiple button presses were required before the buttons would respond. There was no visible damage found on the keypad cover. The keypad cover was removed and contamination was found under the button key contacts. Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. The contrast setting was set at '7' and then increased to the maximum setting of '10' with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.